Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the radio frequency programmer head had a cracked lens and a slit in its cable. The head was being sent for repair. (B)(4).

Event description:
The radio frequency programmer head was returned as an associated device with a programmer that was being returned for upgrade to wireless, and the programmer head subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Event description:
The radio frequency programmer head was returned as an associated device with a programmer that was being returned for upgrade to wireless, and the programmer head subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found that the radio frequency programmer head had a cracked lens and a slit in its cable. The head was being sent for repair. (B)(4).